Event description:
During a laparoscopic gastric bypass rouxen-y, the device fired malformed staples. Additional sutures were used to complete the procedure. Operating time was extended by one hour. Patient consequence is unknown at this time.